Event description:
Stent dislodged from delivery device in right coronary artery. Attempts made to retrieve stent with snare unsuccessful. Pt developed thrombus in artery. Decision made to sent pt for coronary artery by-pass graft surgery.